Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; other pain: lower abdomen; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2014 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: sling division for voiding dysfunction. Nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication: panamax / panadol for purpose: pain relief. Treatment duration: ongoing. On (B)(6) 2021 the patient commenced other medication (please specify): betmiga 50mg for purpose: control urinating at nighttime. The patient was treated with topical treatment (including oestrogen cream): estriol vaginal cream: oveston. Treatment duration: every so often. On (B)(6) 2011 the patient underwent injections (not associated with surgical treatment) - injection of local anaesthetic intro trochanteric bursae hip. On (B)(6) 2010 the patient commenced other medication (please specify): kinson for purpose: stop legs from shaking. Treatment duration: long time.

Manufacturer narrative:
Block a1: meshc-20211005-d94a43fc. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06588.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; other pain: lower abdomen; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2014 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: sling division for voiding dysfunction. Nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication: panamax / panadol for purpose: pain relief. Treatment duration: ongoing. On (B)(6) 2021 the patient commenced other medication (please specify): betmiga 50mg for purpose: control urinating at nighttime. The patient was treated with topical treatment (including oestrogen cream): estriol vaginal cream: oveston. Treatment duration: every so often. On (B)(6) 2011 the patient underwent injections (not associated with surgical treatment) - injection of local anaesthetic intro trochanteric bursae hip. On (B)(6) 2010 the patient commenced other medication (please specify): kinson for purpose: stop legs from shaking. Treatment duration: long time.